Event description:
It was reported that the patient presented to the hospital and no capture was noted on the left ventricular (lv) lead. A review of the x-ray revealed lv lead dislodgment. The lv lead was successfully removed, and it was replaced by a competitor lv lead. There were no adverse health consequences, the patient was stable.